Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
After the lens was placed in the eye, when the doctor was positioning it both haptics broke. The lens was removed and replaced.